Event description:
It was reported the device has done an under infusion during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the battery compartment was damaged. The customers stated problem was not confirmed. The pump over delivered not under. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications therefore, recommend that the pumps expulsor be replaced to bring the delivery into more nominal of a range. Expulsor was replaced. The root cause was undetermined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.